Event description:
On (B)(6) 2012, a clinical (B)(6) (cm) contacted animas to report the receipt of a voicemail from a diabetes educator alleging that the patient had been hospitalized for diabetic ketoacidosis with a possible pump malfunction. On (B)(6) 2012, the patient's blood glucose (bg) was reportedly over 200 mg/dl and the patient was not feeling well, did not eat much, and experienced vomiting. The patient reportedly bolused via the pump, but his bgs continued to elevate. On the morning of (B)(6) 2012, the patient's bg was reportedly over 600 mg/dl with ketones. The patient reportedly bolused via the pump, and the patient's doctor was contacted. The patient's doctor advised the patient to go to the ER. The patient's bg upon arrival to the ER was reportedly 800 mg/dl, and the patient was disconnected from the pump and placed on an insulin drip. The pump was not available for complete troubleshooting, but the cm reported that the patient's pump had a cracked battery compartment, a dim display screen, and the battery cap was taped on. The patient had confirmed that at no time during the reported bg excursions did the pump lose power. The cm advised the patient's family on recommendations for changing infusion sites/sets with elevated bgs, and advised on additional pump training. At this time there is no indication that the pump caused or contributed to the patient's alleged hyperglycemic event. However, this complaint is being reported because, the patient allegedly experienced hyperglycemia while using insulin pump therapy and the cause of the elevated bgs could not be determined.

Manufacturer narrative:
The alleged battery compartment and display issues are not likely to cause an adverse event. The issues are generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).